Event description:
The patient reported gums are bleeding, teeth are extremely sensitive and loose, hurts to chew anything. In addition, patient reported having infection, allergic reaction, discomfort, and jaw discomfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.